Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the pre-analysis did result in a root cause found. The ambient valve and pressure sensor assembly have been identified to be the faulty component. Replacement of the defective components solved the problem.